Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Poligrip fell into my throat and got stuck there, but there is still some inside [foreign body in throat]. Poligrip fell into my throat [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received double salt dental adhesive cream (poligrip flavour free) cream (batch number: rhv1, expiry date: 31st october 2025) for product used for unknown indication. On (B)(6) 2023, the patient started poligrip flavour free. On (B)(6) 2023, less than a day after starting poligrip flavour free, the patient experienced foreign body in throat (serious criteria haleon medically significant and other: haleon medically significant) and accidental device ingestion (serious criteria haleon medically significant). The action taken with poligrip flavour free was unknown. On an unknown date, the outcome of the foreign body in throat and accidental device ingestion were unknown. The reporter considered the foreign body in throat to be related to poligrip flavour free. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip flavour free. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. It was reported that, "last night when I took my dentures out some poligrip fell into my throat and got stuck there, we almost called emergency. I managed to cough up some of it and also took a lozenge to clear more as well, but there is still some inside. Can you recommend something to get it out, we are really worried. Poligrip free 2.4oz. I love poligrip and I have been using it for years and this is the first time something like this has happened. It happened last night. On (B)(6) 2025 rhv1."